Manufacturer narrative:
It was reported that this device is not malfunction reportable. Therefore, this medwatch report is not reportable.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent endometrial thermal ablation procedure on (B)(6) 2015. During the procedure the balloon would not inflate with fluid due to a hole when attempting to insert it into the uterus before titration and therapy. The procedure was completed with a like device. There were no adverse patient consequences reported.